Event description:
It was reported that the bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the catheter was defect before use.

Manufacturer narrative:
H.6. Investigation summary one photo and one sample were received by our quality team for evaluation. Upon visual inspection, needle pierced through catheter was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. CAPA 590840 has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis. =

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ i.v. Catheter 22ga x 1.00in (0.9 x 25 mm) (vialon e) experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the catheter was defect before use.